Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a current elevated blood glucose levels (252mg/dl). The customer believed that they were not getting any insulin, as bg levels were in the 200s all day. The customer treated by administering a correction bolus, but bg levels were still elevated at 238mg/dl. System check was performed with tandem technical support and the pump performed as intended. Tandem technical support recommended that the customer change out the site, and walked the customer through the process.